Manufacturer narrative:
Analysis results on the ins (B)(4) were that the stimulator was functionally okay with insignificant anomalies.

Manufacturer narrative:
Concomitant medical products: product ID: 389133, lot# j0322100v, implanted: (B)(6) 2004, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2010, product type: programmer, patient. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
It was reported that the device was end of service (eos) at 4 years. The patient was not receiving effective therapy and was unable to use their spinal cord stimulator (scs). It was noted that the device will be replaced but has not been scheduled yet. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Correction updated model #, catalog #, expiration date, and s/n (B)(4). Correction updated device mfg date.

Event description:
Additional information was reported that the patient replacement of the device was done on (B)(6) 2015. There was impedance testing and the recharged the battery to working condition and were able to retrieve programming report and recharging history. The battery was discharged. The patient was seen on (B)(6) 2015 for replacement surgery. The patient had an error screen on their ing and that it was eos. The previous ins was interrogated to obtain previous programming. The clinical programmer indicated that the battery was discharged. They put the recharger on the ins and was able to get it back over 25%. Upon interrogating the battery they found it to be in perfect working condition. The coverage was in the appropriate areas for the patient and the device was in fact implanted back in 2007. The battery was still close to eri and would be replaced. No x-rays were taken or interrogation done. There was no documentation showing the reason for the eos determination. After a quick 45 minute recharge they were able to start the ins and saw that the patient had been actively using and charging the battery past the date the previous report was filed. The recharging history showed that the battery was in fact 100% charged on (B)(6) 2014. It was again charged successfully on (B)(6) 2014. The device had been actively been used until (B)(6) 2015. The patient was receiving appropriate coverage and was not injured at all during the process. Proper therapy was being received by the patient. The battery depletion was believed to be normal. The patient had two ins systems and a pump implanted. In (B)(6) 2014 the patient was troubleshooted as the patient was unable to connect with their charger. The manufacturer representative was also unable to connect with their clinician programmer. A discharged ins would have been able to be read by the clinician programmer and charged. They were told that the ins was in eos. On the day of surgery the ins was read and it read as discharged only so they attempted to charge and upon reaching 20% they saw that after their meeting in september the patient had successfully charged the stimulation in (B)(6). The device was successfully explanted as it was eight years old and had clearly malfunctioned. The patient said they used the device 24.7 since implant. The manufacturer representative was unable to question the patient on how they were able to charge the device after their meeting in (B)(6). The device would be returned to the manufacturer. The patient had two ins's post replacement.

Event description:
Additional information was received indicating that the device was returned for archive/storage. The patient¿s status after the device was removed was they recovered without sequela.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had charging issues occurring during normal use. The device was determined to be at end of service (eos). A replacement was pending. The reporter believed that it was normal depletion.